Manufacturer narrative:
Reported event was confirmed by review of radiographs. Review of the available records identified the following: two views of the left shoulder demonstrate a reverse left total shoulder arthroplasty with implant disassembly and dislocation of the glenosphere, which is now in the soft tissues of the lateral shoulder. No bony fracture is seen. No hardware fracture. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10 complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product (adapter) identified the glenosphere is attached to the adapter with lot 177700. The taper appears to be heavily scratched. The baseplate was not returned as it remained implanted in the patient. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110031402 mini humeral tray standard thickness +3 mm taper offset 40 mm diameter 64634029 110031421 bearing standard 40 mm diameter 64354411. Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a total shoulder arthoplasty. Subsequently, the patient was revised due to the glenosphere dislodged from the baseplate. No additional patient consequences were reported.